Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. The returned product exhibits signs of repeated use (nicked or gouged). And the post feature has fractured off. All pieces were returned. The DHR was reviewed, and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified, that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found ,which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available, at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasps were returned fractured. The tasps were discovered either in the basin at the end of surgery or downstairs in sterile processing. All pieces have been returned. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00810.

Event description:
It was reported the tasps were returned fractured. All pieces have been returned. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.